Manufacturer narrative:
Device evaluation: the zebd-7-7 device of lot number c1695216 involved in this complaint was returned for evaluation with the original packaging. The packaging was open on receipt. With the information provided, a physical and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 28 april 2020. On evaluation of the device, kinks were observed on the 03rd, 04th and 05th portholes on the pigtail on the tapered end of the stent. A 0.035¿ wire guide would not pass the kinks. Document review: prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zebd-7-7 of lot number c1695216 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1695216. It should be noted that the instructions for use (ifu0045-7) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest the user did not follow the IFU. Image review ¿ n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to kinking as the stent was straightened while being loaded onto the wire guide. Summary: the complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The user straightened the pig tail of the stent using the straightener and attempted to advance over a wire guide (model & size unknown) but the pig tail kinked. She replaced with another stent to complete the procedure. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user straightened the pig tail of the stent using the straightener and attempted to advance over a wire guide (model & size unknown) but the pig tail kinked. She replaced with another stent to complete the procedure.